Event description:
It was reported the ipg was unable to communicate with the external devices. Troubleshooting was unable to resolve the issue. The patient underwent an unrelated surgical procedure and the ipg was not placed into surgery mode. Troubleshooting was able to restore therapy and establish connection between ipg and external device.